Manufacturer narrative:
Additional information received on 08 august 2016 and includes: the patient did not have a trauma. Batch review performed on 30 august 2016. (B)(4).

Event description:
The patient came in complaining of pain. The pain is due to a periprosthetic fracture. The surgeon revised the stem. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
On 09 september 2016 the (B)(4) performed a clinical evaluation and commented as follows: postoperative femoral fracture, few weeks after primary cementless tha. The fracture is due to a traumatic event, according to report, probably happened during the walking re-education period of time. No reason to suspect that this event is due to a faulty device.

Manufacturer narrative:
Before closing the complaint, the medical affairs director reviewed the case and amended he previously reported clinical evaluation as follows: postoperative femoral fracture, few weeks after primary cementless tha. The fracture is probably due to a traumatic event, likely happened during the walking re-education period of time. No reason to suspect that this event is due to a faulty device.